Event description:
It was reported that the patient underwent a 9 level posterior lumbar fusion. The patient underwent a revision 5 months post-op due to both rods breaking and a pedicle screw breaking. The patient was not fused at the time of revision. No patient complications were reported.

Manufacturer narrative:
The screw returned for analysis. Visually confirmed both mas broken approx. 4-6 threads from the bone screw head. Fracture surface damage noted. No material damage identified to fracture surfaces or bone screw thread that could contribute to potential failure. Witness marks noted on mas head, consistent with implant/explantation. Microscopic examination of both fracture reveal a fairly flat fracture surfaces with some evidence of progressive striations, indicative of fatigue. Dimensional inspection of the bone screws confirm conformance to relevant print specifications. After visual, optical, and dimensional evaluation, the above observations are consistent with anticipated wear due to fatigue.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.